Event description:
It was reported that the patient's stimulation was intermittent and she was experiencing acute pain in the upper part of the right leg. The patient noticed that positional changes effected the stimulation. The patient tried all three programs and all were unsuccessful in supplying the expected therapy. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-45, serial# (B)(4), implanted: (B)(6)-2011, explanted: na, recharger model 37752, serial# (B)(4), lead model 3778-45, serial# (B)(4), implanted: (B)(4)-2011, explanted: na, programmer model 37743, serial# (B)(4).